Event description:
Boston scientific received information that this device was attempted for implant after a previous device had shorted due to low shock impedances with the right ventricular lead. This new device was tested with the chronic rv lead, however this device also shorted and needed to be removed. The lead was therefore surgically abandoned and a new rv lead and device were both implanted successfully. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The device was removed due to an attempted implant. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This device did not pass the returned product test due to a shorted lead indicator. X-ray inspection noted the plasma fuse was open, and the battery status despite a monitoring voltage of 3.075 volts was at end of life (eol). It was determined eol was set due to a charge time of 45 seconds during returned product testing. A review of device memory confirmed a shorted lead fault occurred at the time of attempted implant, confirming the field allegations.